Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional lower extremity angiogram and angioplasty procedure. Reportedly, no suture was present when the proglide plunger was removed. Another proglide device was used and when the knot was tightened hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. Protamine was given. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.